Event description:
Healthcare professional reported that following replacement of mitral valve, patient was brought to ICU. An hour later patient had sudden cardiac arrest. Echo performed and revealed mechanical heart valve couldn't open. The valve was explanted and replaced.